Event description:
A physician was using an in.pact admiral paclitaxel-eluting pta balloon during a procedure. It was reported that the balloon could not be removed through the introducer. Both the pta balloon and the introducer had been removed simultaneously. The introducer was finally replaced.

Manufacturer narrative:
Additional information: the input port used was the right sfa. The vessel was 6mm in diameter and non-tortuous. The lesion was 80% calcified. The vessel was pre-dilated using a 4mm and a 5mm non-medtronic device. The procedure used a 6 fr introducer sheath and a 0.035" non-medtronic guidewire. During the deflation of the device (negative pressure), long balloons (>120) do not fold correctly some iodine product stayed in the balloon. An insufflator was used with 1/3 contrast fluid. Device evaluation summary: a visual and tactile inspections were performed on the returned device: the data on the luer was consistent with lot number indicated in the product complaint form (lot# 0008509296). The in.pact admiral balloon was found blocked into the shaft of a non-medtronic 6 fr introducer sheath. Traces of dried blood were detected over the balloon and into the introducer sheath. Guide wire passage failed due to several kink detected on the shaft, moreover it was not possible to perform any inflation/deflation test or balloon rewrapping performance as the proximal balloon welding was found stretched. No abnormalities were detected on the balloon wrapping in the proximal portion. The balloon od was measured in the middle of the marker bands and the it was 1.90mm. The distal end of the balloon resulted blocked on the introducer sheath tip: it appeared that balloon wings were not completely rewrapped. In order to remove the device blocked into the introducer sheath, admiral shaft and introducer sheath were cut using a blade to separate devices to each other. Residue of dried radio opaque solution were detected on the distal part of balloon resulting in a bad rewrapping of the device. The od of the introducer dilatator was measured and it was 2.10mm. If information is provided in the future, a supplemental report will be issued.